Event description:
It was reported that the protego lead was deactivated and left in patient due to oversensing in 2021. It was replaced by the plexa lead which showed oversensing now. Both leads were explanted and a new one was implanted.

Manufacturer narrative:
Combination product: yes, protego promri s 65 - sn (B)(6) upon receipt, the lead under complaint was found cut 60 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular between 9.5 cm and 8.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the lead body was found stretched and the conductor cables leading to rv shock coil and ring electrode were found fractured. These damages probably occurred during the extraction procedure due to tensile stress. Plexa promri s 65 - sn (B)(6) upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a bent fixation helix, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.